Manufacturer narrative:
The compact test drum is the suspected product.

Event description:
Pt reported obtaining a blood glucose result of 143mg/dl on the compact plus system (strip lot 20658641 with expiration date 7/31/08). Pt stated that no action was taken based on this result. Fifteen mins later, at home, pt reportedly lost consciousness. Pt's spouse reportedly treated him with 12 oz. Of orange juice and food and subsequently took him to his physician's office. Pt stated that he rec'd no treatment from physician; however, he was advised to discontinue use of diabetic medication. Pt's blood glucose was reportedly tested, on physician's device, with back-to-back results of 64mg/dl and 63mg/dl. Pt indicated that, within 5 mins, he retested blood glucose, using the suspect device, and obtained a result of 129mg/dl. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.